Event description:
It was reported that when the device was used during a total abdominal hysterectomy. Salpingo-oophorectomy, it did not open. Another device was used to complete the case with no consequence to the patient.